Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that experienced a loss or change of therapy. The patient was having issues with their stimulator and had been working with their patient programmer for several weeks. The patient did well and did great 4-6 weeks after their follow-up, but now had problems. The patient tried all 4 programs on their patient programmer and usually tried 1, 2, or 3. The patient was having ¿break through¿ bowel problems and losing stool. The patient was in so much pain they had to change programs; they were trying to regulate the pain but it was very painful on program 1. When they lay in bed, they were hurting so they switched to program 3 last night. The patient was redirected to follow-up with their healthcare provider (hcp) for possible reprogramming and to invite a manufacturer representative to the appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.